Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter received with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was noticeably difficult to inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). This was out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The catheter was deflated in 1 minute 51.59 seconds with no issues or cuffing noted. The balloon was dissected to find the notch was perforated correctly. This meet specification per inspection procedure which states, "verify that the eye punches are complete and notch according to the applicable drawing". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to inflate and deflate during pretest.